Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. One grip cable was broken at the distal idlers. The idler pulley spun freely but was found damaged. The cable segment stuck out at the instrument's wrist. Other cables at wrist were not damaged. An additional observation was that the distal idler pulley exhibited a mechanical indentation on the outer edge. Failure analysis concluded the damage was likely due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, broken cables at the end of the robotic arm on a mega suturecut needle driver instrument were identified during set up. The instrument was not used in the case. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.